Event description:
It was reported that when the patient presented for follow-up with discomfort, a small seroma of the pocket was observed. Pocket revision was performed. The device was placed back into the submuscular pocket. It was noted that the sutures that held the muscles together had given way and the device was pushing out in the subcutaneous tissue. The pocket was reinforced with mesh. Later, the device threatened to erode through the skin. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Device evaluated by manufacturer.